Event description:
It was reported the patient experienced a shocking or jolting sensation. The reporter stated they had an appointment with their healthcare professional (hcp) on 2013-(B)(6) and they were instructed to turn stimulation off for three days, turn stimulation on for three days, and then measure their bladder output. It was noted the patient¿s stimulation was ¿running all the time.¿ it was further noted the patient felt stimulation was too strong, ¿it was shocking like.¿ the reporter stated there was ¿too much left in their bladder after the kidneys act.¿ the reporter further stated this started a week or two before 2013-(B)(6). It was noted that the ¿lining that holds up the patient¿s colon and intestines¿ dropped down and their hcp may have to do surgery. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v402919, implanted: 2010-(B)(6), product type lead. (B)(4).